Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, there was a feeling of resistance like the iol was clogged. Therefore, the physician refrained from using it. When she tried to eject the iol outside the patient's eye, the iol shot out of the injector probably because the iol was clogged. The surgery was completed with another iol. There was confirmation received that the injector came in contact with the patient but the iol did not. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device and the iol were returned separate inside the opened carton. The plunger lock and lens stop have been removed from the device. The plunger is oriented correctly. Viscoelastic is dried inside the device and a small amount of blood is dried at the device tip. The plunger was retracted to mid-nozzle. The lens was returned outside the device, adhered to the implant reply card in dried solution. One haptic is folded onto the anterior optic surface. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated. The lens and the device were returned separately. The root cause for the reported complaint may be related to a failure to follow the directions for use. A non-qualified viscoelastic was used in the device. The manufacturer internal reference number is: (B)(4).